Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the air separator had been replaced, but the unit remains out of service at the user facility pending implementation of the update currently on order. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The unit was removed from service, and then the biomedical engineer performed functional testing; the drain line was noted as being within specification with no bends, kinks, obstructions, or otherwise noted deficiencies. Follow-up information was provided by the biomedical engineer who revealed that the air separator was replaced to resolve the issue. No parts are available for evaluation. The unit remains out of service at the user facility pending implementation of the update currently on order.